Event description:
Complainant alleged that during the incoming inspection of the product, the device either had no display or the display was distorted. Complainant indicated that there was no pt involvement in the reported failure.